Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 47-57 mg/dl; bg cause unknown. Customer consumed carbohydrates to treat low blood glucose. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.